Event description:
It is reported that the patient was not receiving insulin through the insulin pump. After trouble shooting, the insulin pump started working again. Pump not returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.